Event description:
The pt was reportedly experiencing intermittencies and pain around the implant site when wearing the external equipment. Testing of the device showed abnormal impedances. The pt was explanted and reimplanted with another advanced bionics cochlear implant.